Event description:
Additional information received from the patient reported her stimulation had turned off on its own again after the last time she called and she still did not know why. She stated that she had not been near any type of emi that could have potentially caused her implant to turn off. Additional information has been requested regarding further troubleshooting, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient was not happy with the manufacturer. The patient's machine would turn off by itself and all a rep could tell the patient is that she must have been by some heavy machinery or in the satellite dish. The patient was in bed and it had turned off by itself. It was noted that the patient had the device for five years and she had been happy with it as it kept her out of pain, but she was not happy with a rep and their excuse. The patient was sorry that she was not happy with the rep's answers. The patient reported having had the device for six years and having never had any problems with it at all. The one night she had been lying in bed and it turned off she didn't have her machine near her. She wasn't near any magnets, power plants, heavy equipment, or anything. The patient told this to a rep who told her that she was next to a power plant a machine type to me. The patient had no idea and the device turned off just recently again by itself as of (B)(6) 2016. The patient loved the machine and it helped her stay out of pain but nobody had the answer for why it turned off by itself. When the patient told the rep he gave some lame excuse so the patient was not happy with it. Additional information has been requested regarding further troubleshooting, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that stimulation had been erratic and increasing on its own without the patient using the programmer or making any body movements since (B)(6) of 2015. The patient was getting surges; she could be standing still or sitting quietly and it would send her body into a jolt. The patient had a fall in (B)(6) of 2015 where she landed on the implantable neurostimulator (ins) and fractured her arm and it was noted that this could be related. The patient told a rep about the fall sometime in may about a week after it happened and the rep told her that she should be fine. The patient met with the rep in late (B)(6) of 2016 and he added two more programs that helped the surging/jolting as she did not get it as often, but she was still getting it. Stimulation turned itself off and the patient also saw an informational power on reset (por) on (B)(6) 2006 when the patient was lying in bed and she went to turn stimulation back on. The patient successfully cleared the por on (B)(6) 2016 and was able to successfully turn stimulation back on. It was noted that the patient called the rep about the por late on the night of (B)(6) 2015 and the rep told the patient to call patient services and that they would see her on (B)(6) 2016 if needed. The cause of the por was not determined. The patient was to follow-up with a health care professional. Additional information has been requested regarding further troubleshooting, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they started having jolts in their stimulator. They could be sitting or standing when they felt the jolt. It was recommended that the patient decrease stimulation and or turn it off until they get the device checked. The patient had an appointment with their health care professional (hcp) in january. The patient called their manufacturer representative (rep) and told them about the issue. The rep told the patient that the stimulator was too close to the leads. Other relevant medical history includes other chronic/intract pain (trunks/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.